Manufacturer narrative:
Concomitant medical products: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing radicular left shoulder pain since implant procedure. It was noted that there was fluid at the patient's lead site but did not have any signs of infection. Antibiotics were given. The physician did not suspect pain or fluid around the lead were device related. The patient underwent an explant procedure. No device malfunction was suspected and the patient was doing well postoperatively.